Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03042, 2134265-2014-03508, 2134265-2014-03509. (B)(4) study. It was reported that coronary artery disease and in-stent restenosis occurred. In (B)(6) 2005, a 3.50 x 20 mm taxus stent was implanted in saphenous vein graft (svg) to first obtuse marginal (om). In (B)(6) 2014, the patient was diagnosed with coronary artery disease and patient was hospitalized on the same day. Angiography was not performed at this time but residual stenosis was identified in the previously performed intervention on (B)(6) 2013. There was also diffuse restenosis (%unknown) of the previously placed study stent in svg to om1 and an in-stent restenosis of the previously placed 4 x 16 mm and 3 x 16 mm promus drug eluting stents implanted in september 2013 and 3.50 x 20 mm taxus stent in december 2005. In addition, stenosis in ramus and right coronary artery (rca) were noted. The patient was then treated with 3 x coronary artery bypass graft (CABG): svg to om1, svg to ramus and svg to the rca. End to end anastomosis of the svg to om1 and svg to ramus was carried out to create a y graft. Medication was also given to treat this event. Five days post procedure, the event was considered resolved without residual effects and patient was discharged on aspirin and clopidogrel.